Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient was implanted with a new lead on (B)(6) and stated he was not reprogrammed afterwards, leading to stimulation in the stomach. Reasons for the lead revision were not provided. The patient and a manufacturer representative tried different programs, but the patient continued to feel stimulation in the stomach. Additional information received reported that the patient was reprogrammed. After reprogramming, he was getting stimulation in the correct areas and all was good.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown. Programmer model 37743, serial # (B)(4).

Event description:
Additional information received reported that the patient had the system explanted on an unknown date. Leads and the ins were explanted. Imaging performed on (B)(6) 2012 found that the lead had moved or dislodged. The patient did not require hospitalization and patient outcome was noted as non-serious injury/illness.

Event description:
Additional information received reported that when stimulation is turned on, the patient has stimulation in the wrong location, which started a few months after implant. It was reported that no falls or trauma were related to the stimulation "shift." The patient indicated that x-rays were done recently and that his physician reviewed them. The patient stated that the physician indicated the leads were in the "right location" but the physician told a nurse that the physician was afraid the leads may have moved because the manufacturer representative thinks the lead needs to go to the right and down a little bit. The patient also stated that the physician did not agree with the manufacturer representative that the lead was in the incorrect position. The patient noted that the manufacturer representative told him he could not achieve stimulation in the right area. It is also reported that the manufacturer representative attempted reprogramming and could not achieve stimulation in the right location. The patient indicated that he used to have pain in both legs, but now only has pain on the right side. The patient felt stimulation in the groin when stimulation was turned on and was able to turn stimulation off. The patient requested explant of the system. Additional information was requested, but was not available at the time of this report.